Event description:
It was reported that the pump of this inflatable penile prosthesis no longer worked and that the patient had lost dexterity. The device was explanted and replaced. No patient complications were reported.